Manufacturer narrative:
Batch review performed on 4 february 2025. (B)(4) items manufactured and released on 05-sep-2022. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d department: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset, and trial keel assembly, from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Root cause: the issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Event description:
The antirotational insert of the trial offset 3mm broke and remained inside the trial femur and stem. The operation was extended by around 30 minutes and the patient had to remain under anesthesia longer. In addition, bone had to be removed from the anterior femoral bone above the offset connector in order to be able to grasp the shaft with forceps.